Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported difficulties with the involved angio-seal device. The physician stated that the transition between the dilator and sheath seems to be catching on the artery and it is more difficult to insert. The device was used to complete the case. The procedure outcome was good, and the patient's condition was reported to be good and doing well. Blood loss was less than 250cc. A precision sheath was used with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct date of report. It was initially inadvertently reported without the date. However, the date has been provided. The date of this report is 08-march-2018.